Manufacturer narrative:
Unit passed the displacement test. Sleep current measurement and active current measurement within specifications. Detailed trace analysis did not confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.7v for consecutive 240 minutes. Format history file analysis confirmed hardware low level failure due to cool solder joints. Unit received with cracked retainer and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. The customer stated they were able to clear the alarm and able to complete rewind process. Customer reported that insulin pump eats batteries every three days and retainer ring was broken off after removal of reservoir. Customer performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.